Event description:
The customer reported multiple issues with sending to pacs and the system was locking up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ssd board was replaced during the service call. The system was tested and found to be working as intended and put back into service.